Event description:
Reporter indicated that vns therapy patient came to the emergency room due to an increase in seizures. Pre-vns baseline seizure rate is unknown to manufacturer at this time. Good faith attempts for further information are currently being made.